Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-1288qis-110 quadlink implant systems flipcutter iii broke. This occurred during an acl reconstruction on (B)(6) 2024 while reaming the tibia, the fragment was retrieved from the patient. This delayed the procedure about 5 minutes, there was no additional anesthesia administered that is known. The case continued using a flipcutter ii to continue reaming.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.